Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. During the replacement procedure, two additional leads were attempted, but were unable to be placed in a stable position. The leads were not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and the outer insulation exhibited a cosmetic depression. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed).